Event description:
Approximately two years and eleven months post hvad implantation the site reported that the patient had a power source change in the controller earlier than expected, along with several pump stops. Preliminary review of the log files confirmed the reported pump stops. The battery and controller were removed from the patient and a new battery and controller were supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis the site reported that the patient had a power source change in the controller earlier than expected, along with several pump stops. Preliminary review of the log files confirmed the reported pump stops. The battery and controller were exchanged and returned to heartware for visual and functional examination. No harm or injury to the patient was reported as a result of this incident. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed functional evaluation but failed visual examination due to a cracked port one (1) connector. The system running test encountered no anomalies with the operation of the controller. Review of the controller log files confirmed the loss of power events; however, testing could not replicate this at the bench level. The controller operated as expected. Testing of the battery revealed the device did not meet specification. The battery failed connector was not in a good working condition. One of the guides from inside the connector itself is lacking a connection guide which inhibits actual firm connection onto the controller connector. The associated complaint controller power port also shows indications of mechanical failure as noted below confirming the reported event. The connections to the both power ports of the test bed controller were stable. However connections to the power ports of controller (B)(6) were unstable. The battery tug test failed when the battery was connected to the associated complaint controller (B)(6). A pull would completely disconnect the battery from the controller. The most likely root cause of the reported complaint is poor mechanical connection to the battery are damaged connection guides on the battery and controller connectors therefore inhibiting a secure connection between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. In (B)(6) 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. In (B)(6) 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00760) submitted for devices related to the same event.